Manufacturer narrative:
The reported events were dislodgment, failure to capture, and under sensing. A complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture and under sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented to the emergency room (ER) with syncope. Device interrogation revealed that the right atrial (ra) lead exhibited loss of capture and poor atrial sensing resulting in undersensing, while the right ventricular (rv) lead showed intermittent capture at maximum output and reduced ventricular sensing resulting in undersensing. Chest x-ray confirmed that the ra lead was dislodged while the rv lead had reduced slack with possible dislodgement. Upon reopening the device pocket, both ra & rv leads were found to be excessively twisted within the pocket due to twiddler's syndrome and had limited available lead length within the vasculature. The ra lead had difficulty in passing stylets through it and was explanted and replaced, while the rv lead was successfully repositioned on (B)(6) 2025 and remained implanted. The patient was in stable condition.